Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes unacceptable thresholds. When a lead reposition was attempted, the helix could not be extended. Therefore, the lead was replaced.